Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. All keypad buttons were intermittently unresponsive during testing and required multiple presses with increased force to elicit a response. During investigation, evidence of contamination was found under all keypad contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas to report that the arrow and ok keypad buttons were intermittently activating the desired pump functions over the last week. The reporter stated there were no tearing or peeling of the keypad. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.